Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) pump due to a suspected pump problem. A new ipp pump was implanted. There were no patient complications reported in relation to this event.